Manufacturer narrative:
(B)(4) MDR.

Event description:
(B)(4) MDR - on (B)(6) 2011, this pt rec'd a new pacing system. In (B)(6) 2011, vt1 was observed and atp treatment was successful. In (B)(6) 2012, the pt was admitted to the hospital because of atelectasis from aspiration pneumonitis. Home monitoring data confirmed no pacing failure was observed. On (B)(6) 2012, the sales rep. Rec'd a phone call from the physician and was informed there was an alert mail on (B)(6) informing the physician of pacing issues. The physician mentioned that the medicines the pt was taking might cause the pacing failure problem. On (B)(6) 2012 the sales rep rec'd an email from another physician with info that the pt died on (B)(6). The hospital concluded that the cause of death was suffocation with accidental swallowing when the pt drank water, and it was not cardiac death.